Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation due to strong calcification. The device was removed without any problem. A 5mm x 40mm non-boston scientific balloon pass through and was dilated the lesion. The procedure was completed after placing an eluvia stent. No complications were reported, and the patient was in good condition after the procedure.